Event description:
It was reported that the collimator on the 9800 system will not work during a vertebroplasty case. The procedure was completed without further incident. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The collimator connector and wiring were replaced during the service call. The system was tested and found to be working as intended and put back into service.